Event description:
Operative laparoscopy left salpingo-oophorectomy - "entered pt to remove specimen, bag would not deploy or open. Physician: dr (B)(6)."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the bag was detached from the rest of the unit and the cord on the bag was cut. This incident occurred by partially deploying the bag, reversing deployment, then re-starting the procedure. The reversing action left the bag partially secured to its supports; final deployment then completed premature separation from the supports. This action was confirmed by the deformation of an internal ratchet mechanism. The applied medical instructions for use (IFU) indicate that the inzii retrieval system should be deployed by "pushing the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached it advancing endpoint, which is indicated by a stop." Applied medical recommends that future deployments of the bag be completed in one uninterrupted motion. This document represents our initial/final report.